Manufacturer narrative:
(B)(4).

Event description:
It was reported that an adverse event occurred. The patient¿s diabetes nurse reported that the patient was seen in the endocrinology and diabetes clinic because he had developed limping the day a new sensor was inserted. The sensor was inserted into the leg, which is off label usage of the device, on (B)(6) 2019. She did not think the limp was related to the dexcom insertion but was inquiring whether the needle could have hit a nerve and caused the limp. Follow up was made with the patient¿s diabetes nurse with dexcom¿s medical safety team on 06/06/2019. She stated that the mother thought the needle may have hit a nerve on insertion. The patient had an x-ray and a physical exam by the physician which didn't reveal any cause or issue. She did not know how long after insertion the patient began to limp or how long the patient had been using the dexcom system overall. No similar event had been reported by the family. No data or product was provided for investigation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.